Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory and the customer's complaint was confirmed. The root cause of the error was the machine flow sensor drifted out of tolerance. The machine flow sensor needs replaced to address the issue.